Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, the patient reported they experienced inaccurate cgm values when the sensor was about to expire. On (B)(6)2024, the patient felt uncomfortable and shaky. The cgm was reading high and the blood glucose was not checked. A rescue squad was called and the patient could not recall if the bg was checked. In the emergency department (ed), the bg was checked and was reportedly low (value not documented), but the estimated glucose value (egv) was high. The patient was reputedly given insulin based on the egv despite being hypoglycemic and symptomatic. The patient reportedly underwent x-ray and became more hypoglycemic. They again experienced discomfort and shakiness. The bg and the egv were not documented. The reversal of hypoglycemia was not documented. The patient was reportedly hospitalized a few days and could no longer recall what happened. At the time of the report, all was well. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.